Manufacturer narrative:
Nothing is being returned, the actual device is not defined and no lot identification has been supplied. Reaction to device was 18 months post operatively; a foreign body reaction. Post-op labs suggest a reaction to the device. Reactions to absorbable devices is rare, however, there is a small portion of the population that may for whatever reason have this type of experience in response to a foreign body; the fixation device. This is a historical and this report is being filed to document the adverse event. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future info received that is relative and germane to this issue. Also mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A surgeon was reporting that one of his pts had a successful and uneventful acl reconstruction approx 18 months ago with the use of an allograft (mfg. And lot undefined), fiberwire (catalog and lot undefined) and a mitek bio-intrafix (catalog and lot undefined) for fixation. At 6 months post op images were reviewed that indicated all was fine. At 18 months post-op, the pt presented with pain (no infection) around the tibial tunnel, 3 weeks duration. The surgeon does not know what the underlying cause for this is; he is performing due diligence and is reaching out for data of possible similar past issues with involved devices. At this point in time, 18 months post-op, the pt underwent a re-surgery; the surgeon noted that there was a cystic type of reaction around the fixation device and so the device was removed. The surgeon employed bone grafting to address the defect. The original repair appeared ok and was left alone, also no other fixation device was needed. Cultures were sent off for labs; results point towards a foreign body reaction. There is nothing being returned.